Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, nausea, vomiting and ketones. The reported blood glucose reading was 480 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller did not have a tubing clamp to conduct the high pressure test, but there were no delivery alarms in the alarm history. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.